Manufacturer narrative:
One used. List #b3300 connected to one used, zr flush 0.9% sodium chloride injection, usp 10 ml single use syringe was returned for evaluation. As received a blood residual internal the microclave was observed. The syringe was disconnected a stick down was observed. Once the microclave was dissembled a tear from the top to a side of the seal was observed, but no additional damage was observed. The inner diameter of the returned syringe (mating device) was measured finding within spec. However, there is no evidence that the syringe returned, was used the whole time. Complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause is unknown. A device history review was performed and no relevant commodities, anomalies or non conformances were found that might lead the condition reported by the customer.

Manufacturer narrative:
E1 - initial reporter phone provided was (B)(6). The device was received for evaluation. The investigation is still pending.

Event description:
The event involved a microclave® neutral connector the customer reported that their peripherally inserted central catheter (PICC) team came to troubleshoot their femoral central line. They down the clave and noticed it to be cracked and/or leaking, possibly at the connection site. There was unknown patient involvement and no patient harm/injury.